Event description:
Caller reported a tandem mobi cartridge alarm but confirmed the issue did not cause their blood glucose to exceed 500 mg/dl. Customer successfully completed a bolus after removing the cartridge and was able to reload it, resuming insulin therapy. Technical support resolved the issue by replacing the pump due to past cartridge alarms, while ensuring customer understood steps for handling the replacement process.